Event description:
It was reported that, increased capture thresholds and decreased sensing were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.